Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
The lift and sling have been taken out of service and were not available for arjo evaluation. The customer maintenance department checked the lift and found the battery malfunction. The reported malfunction is not related with the event and did not led to the patient fall. The instruction for use for v4 (i001.141500 rev.4) informs which type of slings should be used with the device and how to attach the sling loop to the device. The instruction for use contains information that: "do not use a sling that is not recommended for the sling." "Before lifting the patient: 1. Make sure that all straps are attached to the spreader bar 2. Make sure the patient is comfortable 3. Make sure the sling is not caught on any obstruction (wheelchair brake or arm of the chair) if any of the above occurs-lower the patient immediately and correct the problem." The sling used during the event was manufactured by invacare which is not recommended to be used with v4 lift. According to the customer administrator, they facility disposed of all invacare slings. In summary, the sling loop detached from the ceiling lift and from that perspective, the device did not perform as intended. The device was being used at the time of the event and played a role in the reported incident. The complaint decided to be reportable due to the reported sling loop detachment and patient fall during the transfer. The patient sustained a serious injury and passed away.

Event description:
Arjo representative was informed about an event involving the arjo v4 ceiling lift and non-arjo sling (invacare). Following the information provided when the caregiver attached the sling to the ceiling lift spreader bar, one of the sling loops was not placed correctly. The customer stated that the nurse did not fully put the sling loop through the lift spreader bar retaining hooks. When the patient was raised the loop detached and the patient fell out of the device. The customer reported that the patient sustained a serious injury and passed away.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
The arjo representative was informed about the event related to the v4 ceiling lift and non-arjo sling (invacare loop slings). Following the information provided by the customer the sling loop has not been correctly attach to the ceiling lift by the nurse . As a result of the incident, the sling detached from the device, leading to the patient's fall. The customer reported that patient passed away.